Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the tubing is confirmed and was determined to be use-related. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set showed blood residues along the device. The extension tubing was broken approximately halfway down the tubing. The clamp was returned separated from the extension tubing. The clamp was observed to be engaged upon the return of the device. A tactile evaluation of the extension tubing of the safestep infusion set revealed no obvious tensile weakness throughout the tubing. A microscopic observation of the break site revealed compression damage likely from the clamp. The break fracture surface appeared to have striations on one side of the fracture surface and a granular break site at the other side of the fracture surface. The catheter tubing had an overall elliptical shape at the break site. The cause of failure was determined to be caused by pulling the extension tubing at the clamp, causing a break in the extension tubing of the infusion set. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the patient accidentally pulled the port-a needle extension tubing during sleep, causing it to break. The issue was discovered promptly, and the needle was removed immediately. No further information was provided.